Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experience high blood glucose. Customer blood glucose was 484 mg/dl at the time of incident. Customer stated symptoms related to high blood glucose that were nausea and difficulty in breathing. It was unknown whether the customer was using auto mode feature or not at the time of event. Customer was using insulin pump within 48 hours at the time of event. Customer stated that the cannula was bent. No further complications were reported. Customer will continue to use the insulin pump.